Event description:
Dobbhoff stylet naso-gastric tube inserted with positive color change on co2 detector. Inserted to 60 cm. Noted draining straw colored fluid. Chest xray showed tube in lung. A second tube was placed and chest xray showed a right pneumothorax.